Manufacturer narrative:
(B)(4).

Event description:
A report has been received that initially has reported a pt with prior use of this dialyzer had a first known reaction. The symptoms reported were uncontrollable itching and rhinorrhea. The symptoms occurred during treatment. The pt was given 25mg intravenous dose of diphenhydramine. It was reported no hypersensitivity reaction in the past. The pt has been prescribed a new dialyzer. It was reported that the pt is slightly improved with use of the new dialyzer. Additionally in speaking with the reporter of the event, it was learned that the pt had itching over a period of time. It was also determined that this pt was counseled regarding elevated both elevated phosphorus and calcium and was encouraged to get "back on track". There is no sample and the lot is unk. The pt will be transferring to home hemodialysis.